Event description:
The facility reports while using the hoist with the stretcher attachment to move a corpse, the hoist toppled over, hitting one of the funeral directors. The director suffered bruising to both thighs.